Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A severely stenosed lesion was located in a severely calcified of the left anterior descending coronary artery (lad). A 4.00 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). The lesion was predilated sequentially using 1.25 mm, 2.0 mm, 2.5 mm, 3.0 mm, and 4.0 mm noncompliant balloons. Intravascular ultrasound (ivus) was performed. Due to significant calcification, fluoroscopic assessment was inconclusive; however, ivus revealed restenosis within a previously placed non-boston scientific stent. The stent ended slightly before the ostium of the right coronary artery (rca). No additional devices were present in the vessel, and the agent device advanced smoothly over the wire. An attempt was made to treat the affected segment with an agent balloon, but the balloon ruptured during the initial inflation at 6 atm after only a few seconds. The device able to remove without any problem using the normal method. A decision was then made to proceed with stent implantation, and the procedure was successfully completed with stent. There was no patient complication reported.